Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that as a patient's hourly urine output was being monitored, the nurse noted a decrease in urine output. The catheter was inspected for kinks, and none were found. The nurse's attempt to deflate the balloon failed, even with instilling 10cc of sterile water. The nurse also attempted to aspirate the previous fluid instilled but no liquid could be withdrawn. A senior nurse then attempted to aspirate the balloon by instilling 1ml to 2ml of water but also failed. The catheter was confirmed still be intact, so the senior nurse flushed the tubing. Urine then flowed into bag after flushing and the staff was instructed to observe the urine output. Reportedly later on the same day, the patient was due for fbc (foley balloon catheter) removal, but staff again had difficulty deflating the balloon. Attempts were made by the charge nurse, the ob clerk, and the ob resident to aspirate the balloon. The balloon port and the drainage port was cut and an attempt to aspirate the balloon via syringe was made but failed. It was noted that the patient was referred to ultrasound, and a plan was made to inflate the balloon until it popped, and then to remove it. However a leak was found in the balloon so an ultrasound-guided puncture of the fbc balloon with a spinal needle was done. The catheter was removed and reportedly the patient was able to void freely 2 hours after procedure. Per additional information, the needle was passed through the abdomen of the patient to burst the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that as a patient's hourly urine output was being monitored, the nurse noted a decrease in urine output. The catheter was inspected for kinks, and none were found. The nurse's attempt to deflate the balloon failed, even with instilling 10cc of sterile water. The nurse also attempted to aspirate the previous fluid instilled but no liquid could be withdrawn. A senior nurse then attempted to aspirate the balloon by instilling 1ml to 2ml of water but also failed. The catheter was confirmed still be intact, so the senior nurse flushed the tubing. Urine then flowed into bag after flushing and the staff was instructed to observe the urine output. Reportedly later on the same day, the patient was due for fbc (foley balloon catheter) removal, but staff again had difficulty deflating the balloon. Attempts were made by the charge nurse, the ob clerk, and the ob resident to aspirate the balloon. The balloon port and the drainage port was cut and an attempt to aspirate the balloon via syringe was made but failed. It was noted that the patient was referred to ultrasound, and a plan was made to inflate the balloon until it popped, and then to remove it. However a leak was found in the balloon so an ultrasound-guided puncture of the fbc balloon with a spinal needle was done. The catheter was removed and reportedly the patient was able to void freely 2 hours after procedure. Per additional information, the needle was passed through the abdomen of the patient to burst the balloon.

Event description:
It was reported that as a patient's hourly urine output was being monitored, the nurse noted a decrease in urine output. The catheter was inspected for kinks, and none were found. The nurse's attempt to deflate the balloon failed, even with instilling 10cc of sterile water. The nurse also attempted to aspirate the previous fluid instilled but no liquid could be withdrawn. A senior nurse then attempted to aspirate the balloon by instilling 1ml to 2ml of water, however failed. The catheter was confirmed to still be intact, so the senior nurse flushed the tubing. Urine then flowed into bag after flushing and the staff was instructed to observe the urine output. Later that day, the patient was due for fbc (foley balloon catheter) removal, however the staff again had difficulty deflating the balloon. Attempts were made by the charge nurse, the ob clerk, and the ob resident to aspirate the balloon. The balloon port and the drainage port was cut and an attempt to aspirate the balloon via syringe was made, and failed. It was noted that the patient was referred to ultrasound, and a plan was made to inflate the balloon until it popped, and then to remove it. However, a leak was found in the balloon so an ultrasound-guided puncture of the fbc balloon with a spinal needle was done. The catheter was removed and reportedly the patient was able to void freely 2 hours after the procedure. It was later reported the needle was passed through the abdomen of the patient to burst the balloon.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the balloon was ruptured. Pieces of the sac were missing approximately (1.0cm x 1.2cm) and not returned for evaluation. The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." Correction: MFR site.

Manufacturer narrative:
The evaluation could not be conducted on the returned due to poor sample condition. Thus, the reported event could not be confirmed without testing the sample. The exact cause of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst."

Event description:
It was reported that as a patient's hourly urine output was being monitored, the nurse noted a decrease in urine output. The catheter was inspected for kinks, and none were found. The nurse's attempt to deflate the balloon failed, even with instilling 10cc of sterile water. The nurse also attempted to aspirate the previous fluid instilled but no liquid could be withdrawn. A senior nurse then attempted to aspirate the balloon by instilling 1ml to 2ml of water, however failed. The catheter was confirmed to still be intact, so the senior nurse flushed the tubing. Urine then flowed into bag after flushing and the staff was instructed to observe the urine output. Later that day, the patient was due for fbc (foley balloon catheter) removal, however the staff again had difficulty deflating the balloon. Attempts were made by the charge nurse, the ob clerk, and the ob resident to aspirate the balloon. The balloon port and the drainage port was cut and an attempt to aspirate the balloon via syringe was made, and failed. It was noted that the patient was referred to ultrasound, and a plan was made to inflate the balloon until it popped, and then to remove it. However, a leak was found in the balloon so an ultrasound-guided puncture of the fbc balloon with a spinal needle was done. The catheter was removed and reportedly the patient was able to void freely 2 hours after the procedure. It was later reported the needle was passed through the abdomen of the patient to burst the balloon.